Event description:
Related manufacturer reference number: 2017865-2024-00090 it was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited loss of capture. During lead revision procedure patient's atrial lead was dislodged. Both leads were explanted and replaced. There were no patient consequences.